Event description:
It was reported that the procedure was to treat a lesion in the sfa, which was only moderately calcified and was a fairly straight shot. After pre-dilating the lesion with a 5.0 x 20 balloon, a 7.0 x 100 absolute stent was placed. Then the 7.0 x 60 absoulte stent was deployed proximally and the sds was removed. No resistance was encountered. The decision was made to post-dilate, but as the balloon was advanced into the stent, a third marker was seen under fluoroscopy, which was determined to be the tip from the 7.0 x 60 absolute. An attempt was made to snare the tip, but the snare could not be passed through the stent and became entangled in the stent struts. The tip slipped off the guide wire into the popliteal. The pt was sent to surgery to remove the snare and the tip.